Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit. The insulin pump was beeping and buzzing in her hand. The act button does not respond. The blood glucose reading was 223 mg/dl. Customer was unable to clear the alarm. The insulin pump would not deliver a bolus due to keypad anomaly. The insulin pump will be replaced. Nothing further reported.